Event description:
A patient service representative (psr) contacted zoll customer support while fitting (B)(6) male patient to report a code 202 - patient parameters corrupt. The patient was fit with a functional monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 202) has been confirmed. Upon evaluation, the backup battery was defective. The cause of the code 202 is a monitor shutdown during setup before all patient files were written to the unit. The cause of the shutdown is the defective backup battery. The root cause of the defective backup battery cannot be positively identified. No adverse event resulted from the defective backup battery. The patient was issued a replacement monitor.